Event description:
The surgeon implanted a 3-piece silicone lens model aq2010v and removed it without pt injury. The faciltiy stated the surgeon changed his mind and decided to use another lens. There was no product malfunction indicated by the facility. An aq cartridge, lot number was not specified. The model and lot numbers of the injector were not specified by the facility.